Event description:
The nurse reported that they were getting an occlusion during phaco and I&a. A minor thermal injury was reported by the surgeon. Additional information from the administrator stated that the thermal injury was very minor, per the surgeon and that the patient is doing fine. The thermal injury occurred at the beginning of phacoemulsification with the occlusion bell sounding. The surgeon stated the patient outcome was excellent with the cornea clear the next day.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the occlusion reported. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.